Manufacturer narrative:
The event alleged the patient¿s injuries were the result of the femoral head and not the modular neck-stem device that was also implanted in the patient. Material analysis of the returned femoral head did find debris within the female head taper, however, the surface of the taper was primarily undamaged and still showed the as-manufactured machined surface.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Sales rep reported that the patient affected by coxarthritis underwent to hip surgery with abg mod. - trident on (B)(6) 2012. Patient underwent to revision surgery on (B)(6) 2013 due to pain, rubor and tumescence located in the implanted area, probably for an allergy reaction. The patient results allergic to nickel and penicillin. Sample taking of liquid and tissue will be analyzed. Surgeon asks to verify if there are significant wear evidence in the internal head morse cone. The surgeon replace the metal head with a biolox delta one, and didn't remove the abg modular, because in his opinion the phlogosis was caused by the metal of the head and not by the modular neck.

Event description:
Sales rep reported that the patient affected by coxarthritis underwent to hip surgery with abg mod. - trident on (B)(6) 2012. Patient underwent to revision surgery on (B)(6) 2013 due to pain, rubor and tumescence located in the implanted area, probably for an allergy reaction. The patient results allergic to nickel and penicillin. Sample taking of liquid and tissue will be analyzed. Surgeon asks to verify if there are significant wear evidence in the internal head morse cone. The surgeon replace the metal head with a biolox delta one, and didn't remove the abg modular, because in his opinion the phlogosis was caused by the metal of the head and not by the modular neck.